Manufacturer narrative:
Medical device name update to frn.

Event description:
The device was returned for mechanical hardware failure. Initial inspection of the device found that the lever arm was locked and the vr coupler was not sitting at the 'home' position. A mock infusion test was attempted but failed due to the device alarming on infusion start. The device was opened to inspect for internal damage. A crack was found on the screw hole of the pneumatic plate near the vr assembly. The vr assembly was removed to inspect for damage. The gear on the bottom of the vr motor is damaged and rotates freely without resistance. All necessary functional testing was performed.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pump have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Pump problem. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.